Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012399232); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012311969); product type: 0195-heart valves; product ID evolutfx-29 (unknown); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve in a patient with advanced calcification aortic stenosis, the decision was made to downsize to a 29 mm valve despite the annulus size being within the range for a 34 mm valve. This was due to calcification and concern for rupture. After a pre-implant balloon aortic valvuloplasty (bav) was performed, it was noted that expansion pressure had decreased and that the valve cusps did not move at all. This pressure decrease necessitated urgent placement of the valve. The valve was inserted into the patient with the delivery catheter system (dcs) and advanced to the annulus. At 80% deployment, the valve frame opened evenly, but cine imaging revealed that the valve was not attached on the left coronary cusp side. An expansion defect was noted along with moderate paravalvular leak (pvl). Three options were considered. The third option of withdrawing the valve, performing another bav, and placing a new 34 mm or 29 mm valve was chosen. As the valve cusps did not move at all during the first pre-implant bav, it was thought that a semi-compliant balloon might not expand effectively. If the second pre -implant bav did not achieve significant expansion there was concern that a 34 mm valve might infold or not expand properly on deployment. Despite annular calcification, a 25 mm non-medtronic balloon was used for the second pre-implant bav after the first valve was withdrawn from the patient. A new 29 mm valve was implanted in the patient. The severity of pvl became acceptable and the gradient decreased from over 80 mm hg to approximately 6 mm hg. No patient complications were reported as a result of this event.